Manufacturer narrative:
(B)(4).

Event description:
Customer states that the surgeon approached the tissue and attempted to fire the device. However, the handle was unable to be squeezed and the device did not fire. UDI number is not available. The event occurred in use for patient. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient: no problem. Additional tissue resection was required due to the issue. There was tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. Oozing bleeding occurred as a result of the issue. The device was not reprocessed/re-sterilized prior to use.

Manufacturer narrative:
(B)(4). Device received for evaluation. Device evaluation pending. (B)(4). The procedure was a thoracic lobectomy. No reinforcement material was used with the device. No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one handle and reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. During visual inspection, the instrument firing knobs were retracted and the articulation lever was in neutral position. For functional evaluation, a post market vigilance (pmv) reload was loaded onto the returned handle, clamped, cycled fully, opened and unloaded repeatedly without difficulty. Visual inspection of the cartridge revealed that the returned reload was partially fired. For function evaluation, the returned reload was loaded into a pmv handle. The reload was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.